Event description:
It was reported that while in the cath lab the md inserted the sheath via the femoral artery. "After the catheter insertion, they tried to start pumping. At that time, the pump alarmed possible helium leak. As a result, the intra-aortic balloon (iab) with the sheath was removed from the patient and an (B) (4) was inserted."

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.